Event description:
Additional information received from the consumer reported that she was not getting relief from therapy. The patient stated that therapy helped for a little bit at first but she didn¿t remember when therapy stopped helping. The patient noted she could not use the programmer by herself and needed help.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer who indicated that the patient was experiencing urinary frequency and incontinence and as a result the patient was only getting 2-3 hours of sleep. The patient did feel stimulation at the time of the call and the issue was not reported to have been sudden in nature. At the time of the call additional troubleshooting could not be conducted because the patient could not use the programmer without assistance. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
The consumer reported the patient experienced a gradual loss of therapy in the past month. It was stated the patient was urinating "a lot" and was having leakage. In addition, the patient could not increase any higher on program 2 without discomfort so they wanted to change the program. It was noted the patient was feeling stimulation. During the call, the patient changed to program 3 and was feeling stimulation comfortably. Additional information received from the patient on (B)(6) reported a sudden loss or change of therapy. It was stated that the implant was working but then their frequent urination and leaking symptoms came back. Settings were attempted to be changed by the patient which has not helped. It was confirmed that the patient feels stimulation, but they have not addressed the issue with their healthcare provider (hcp) yet. Later on (B)(6) the patient indicated that they needed to change the patient programmer (pp) batteries. A connection was then performed between the pp and implantable neurostimulator (ins) ,with the patient noting they are on setting p3 at 0.0v, which was then increased to 0.3v. The patient will monitor their symptoms and follow up if the issue doesn't resolve. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information was received. Health care professional reported they had not seen the patient since they put the device in and therefore no actions/interventions were taken. The cause was unknown. No further complications anticipated.

Event description:
An additional call from the patient reported a lack of therapy since implant. The patient stated that her symptoms have not improved since implant, but is now having bowel issues. Patient status is unknown at the time of this report. The patient was advised to follow-up with their healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a consumer that indicated they kept having problems with the device where the stimulation was too strong. As a result, they decreased the setting, but then the stimulation wouldn't help with symptom control. The consumer indicated that the patient wasn¿t getting any sleep at night because they had to frequently get up to void. It was noted that this started again before the 2016 (B)(6) holiday, and the patient saw the healthcare provider in (B)(6) 2016. The consumer mentioned that they knew how to switch programs, and would discuss it with the patient first.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.